Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional peripheral procedure with a 6f sheath. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, when the prostyle device was advanced into the anatomy, no blood flow was observed at the marker lumen; the blood was observed coming out of the quick cut mechanism. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported obstruction of flow and leak were not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It is possible it that device was too far into the artery in which blood can enter the needle guides and exit through the handle thus appearing as blood flow coming out around the quick cut area as reported. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.